Manufacturer narrative:
Pictures provided by the patient show both chambers of the bag with intact fluid and no apparent leak location. Should additional relevant information become available, a supplemental report will be filed.

Event description:
Customer reported one unit of a compounded parenteral nutrition (pn) bag that was found to be leaking at a patient's home prior to use. The patient reported "the bag I opened last night and noticed some pn fluid in the over pouch when I cut it open- maybe around 20 mls? It poured out onto the bench after I cut the over pouch open. I can't seem to find an obvious leak on the pn bag but the mixing port is saturated along with the outside of the pn bag. Images are of the next morning so unable to provide pictures of the fluid spill as this was cleaned up." There was no report of patient injury or medical intervention as a result of this event. The patient confirmed there was skin contact with the spilled pn solution. Customer confirmed they immediately washed their hands with soap and water. The customer stated they did not observe any damage to the product overpouch, delivery box or other items within the box. The customer stated "was only a little fluid that had leaked onto the outside of another bag, but this was a very small amount (mainly droplets) and I wiped it clean with a large alcohol wipe."